Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Note: the device was used in an off-label implantation in the tricuspid position with a sapien 3 valve. As there are no specific IFU or training materials related to sapien 3 with tricuspid procedures, the available training materials were reviewed only for information potentially relevant to the device use. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the pvl is unknown but, as this was an off-label case implanting the valve within a pre-existing annuloplasty repair, it may have been related to the use of the device and/or patient factors. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article: faure, marguerite e., nicolas mda van mieghem, and ricardo pj budde. "Transcatheter tricuspid valve-in-ring placement: complex valve obstruction by hypo-attenuating leaflet thickening, hypo-attenuation affecting motion, and native tricuspid valve remnant." European heart journal (2018).

Event description:
As reported by the edwards (B)(6) affiliate through a review of article " transcatheter tricuspid valve-in-ring placement: complex valve obstruction by hypo-attenuating leaflet thickening, hypo-attenuation affecting motion, and native tricuspid valve remnant¿. A patient presented with progressive dyspnea, right ventricular failure, and severe tricuspid insufficiency. Due to her complex medical history, age, and poor clinical condition, a percutaneous procedure was preferred. After implantation of a sapien 3 valve, there was moderate residual paravalvular leakage, which was closed with an amplatzer vascular plug.